Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered 190 grams of carbohydrate and a blood glucose (bg) level of 196 mg/dl. The bolus was delivered; however, the customer stopped insulin delivery at 1.36 units. Reportedly, the customer wanted to enter 35 grams of carbohydrates and a bg value of 195 mg/dl. At the time of the report, the customer's bg level was 260 mg/dl and it was addressed with a bolus.